Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 11/29/2012. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. Manufacturing evaluation reveals that the complaint device was received with the end cap on the handle of the screw driver separated from the holding mechanism. The end cap showed marks of hammering. The end cap holding jaws on the handle were deformed. Due to the damage, the dimensions could not be checked to post-manufacturing dimensions. The instrument met the specifications at the time of manufacturing and distribution. This complaint is deemed indeterminate from a manufacturing standpoint. Product development evaluation reports that received with the end cap was separated from the handle. The end cap shows hammering marks. It was established that on the returned instrument, the end cap fell off. However, upon further inspection it was detected that the wings inside of the cap were deformed. The cap itself shows marks which indicate that a metal hammer was used on the instrument. Excessive use of a hammer might cause the wings to be deformed, hence causing damage of the mechanism. The root cause based on the information received and product review is excessive hammering on the handle leading to the deformation of the wings. The instrument was mishandled.

Event description:
It was reported that the end of the handle broke off during an unspecified procedure. A piece of the handle fell to the floor. This did not impact the procedure or patient. The surgeon used another handle to complete the procedure. This report is for file (B)(4).